Manufacturer narrative:
The reported incident that 2.3x12mm locking screws,cross-pin,self-t was alleged of issue s-35 (no locking effect) could not be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by possible inadequate positioning / locking during screw insertion. The device inspection revealed the following: the threaded parts of the locking heads show no damages, only slight wear. A plate has been used in order to test the locking possibility of the returned screws. The screws could be locked and un-locked without any issues, despite small wear of the threaded parts of the locking heads (various views). Unfortunately the plate has been implanted and therefore could not be checked for its functionality. Close up views done by the microscope of some of the damages of the returned screws indicate, that the surgeon may have encountered some complications during screw insertion, which made him decide to use cortical bone screws instead. Note that the cross- pin is badly damaged / deformed though. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The variax hand lock can not lock with titanium plate. The doctor change three screws and tried three times always can not lock. Finally the doctor used cortical bone screw instead of variax hand lock. More than 30 mins. Delayed to the surgery. The customers now are suspected with variax products¿ quality and stopped to use variax hand plate. Medical disputes may happen with fracture nonunion in the future.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The variax hand lock can not lock with titanium plate. The doctor change three screws and tried three times always can not lock. Finally the doctor used cortical bone screw instead of variax hand lock. More than 30 mins. Delayed to the surgery. The customers now are suspected with variax products quality and stopped to use variax hand plate. Medical disputes may happen with fracture nonunion in the future.